Event description:
A osvii kit connector, tunneler 65cm without antechamber was found to be obstructed. The obstruction was based on clinical symptoms. The valve was changed. Add'l info was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.